Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation of a chronic catheter placement procedure, the powerlines side labels were allegedly so flimsy, and it oftentimes come off even before getting used for procedures. There was no patient contact.

Event description:
On (B)(6) 2025, during preparation of a chronic catheter placement procedure, the powerlines side labels were allegedly so flimsy, and it oftentimes come off even before getting used for procedures. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the powerline package labels, the labels were noted to be flimsy and falling off. The manufacturing evaluation site states, it was observed that one of the trays did not have the side label, the rest of the labels were slightly falling off. Therefore, the investigation is confirmed for the reported side labels flimsy and coming off issues. The definitive root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.